Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a left ventricular (lv) lead deformation occurred during implant. As the lead was being sent through the "floppy" it "drilled" the silicone part of the lead. The lead was removed and a new lead was used to complete the implant. No patient complications have been reported as a result of this event.